Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having trouble with the insulin pump and had taken it off. They reported that they received a battery connection alarm after changing the battery. The alarm history was reviewed and there was a failed battery test alarm on (B)(6) 2017. They also had a failed battery test alarm and battery out limit alarm on (B)(6) 2017. Troubleshooting was performed and it was noted that the battery cap was damaged. The customer will receive a battery cap replacement. Additionally, the customer reported that they had experienced a high blood glucose level of 500 mg/dl to 550 mg/dl. They had not been on the insulin pump for a week. The insulin pump had fell off and hit the floor. There were scratches on the screen. The customer can read the screen. The customer was advised to monitor the insulin pump. The device will not return for analysis.